Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "the ul certification sticker is missing, the tubing channel guide sticker is missing" was observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found that there was no ul label on the rear case and missing tubing channel label on the front case. The ul label required to be replaced and case shimming is required to address the issue. The device was not received with a iq battery. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: the device was received for evaluation. Visual inspection of the device verified the customer reported issue as the direction of flow label was missing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was identified as the direction of flow label missing. The device requires case shimming to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's tubing channel guide sticker was found missing during testing in the biomedical service department. There was no patient involvement. No additional information is available.